Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced pain in stomach, unwell and cloudy fluid. The cause of the events were not reported. It was not reported if the patient was hospitalized for the events. The patient was treated with unspecified antibiotics (oral, doses, frequencies and durations were not reported) and vancomycin (intraperitoneal, dose, frequency and duration were not reported) for the events. At the time of this report, the patient outcome was unknown. Pd therapy was discontinued. Two days after the event onset, the patient was planned to be transferred to hemodialysis. No additional information could be provided as the reporter declined follow-up.